Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient complaining of intermittent pain/discomfort at the end of the day/evening in the right eye approximately eleven months post photo refractive keratectomy (prk). Optometrist is treating as possible epithelial basement membrane dystrophy (ebmd)/recurrent corneal erosion (rce). Patient reports that the pain varies, is not consistent, and does not occur daily. Patient is using sodium chloride topical ointment at night for three weeks. If no improvement then a follow up appointment will be scheduled to discuss a consult with the surgeon. Upon follow up, optometrist reported the issue has resolved. Optometrist told the patient to come back if symptoms returned.